Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted pump system for intractable spasticity. The pump was used to deliver lioresal (baclofen) 500mcg/ml at 50mcg/day. It was reported that the patient was having withdrawal symptoms so, on (B)(6) 2023, the patient was brought in for a dye study. The dye was just in the patient's pocket so, on (B)(6) 2023, a new 8780 catheter was implanted. It was noted that the patient's pump had just been replaced.

Manufacturer narrative:
Continuation of d10: product ID 8578 lot# serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2023, product type: catheter. Product ID 8709sc lot# serial# (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(6), ubd: 07-jul-2018, UDI#: (B)(4). Product ID: 8709sc, serial/lot #: (B)(6), ubd: 12-feb-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8578 serial# (B)(6) implanted: (B)(6) 2016 explanted: 2023-04-21 product type catheter product ID 8709sc serial# (B)(6) implanted: (B)(6) 2010 explanted: 2023-04-21 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the patient weight at the time of the withdrawal symptoms was unknown. There was a break in the catheter in the area of the pocket. The cause of the breakage was unknown. The withdrawal symptoms were resolved with the replacement catheter.